Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-17290. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device reached eri and capacitor maintenance could not be performed. It was noted that the battery depleted in a short time frame. The device was explanted.